Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during the repair of a subtrochanteric fracture, the proximal femoral nail antirotation (pfna) blade could not be locked after hitting. This report is for one (1) pfna-ii blade l85 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: investigation site: cq zuchwil; selected flow: device interaction/functional. Visual inspection: the pfna blade was received in a locked condition. On the hexagonal recess of the pfna blade are dents and wear marks visible as well as the pfna sleeve is damaged near recess part. The anodized layer is worn away at the damage, which indicates that it was caused post-manufacturing. Functional test: the function test at zuchwil customer quality was conducted with a demo impactor with the result that the blade could be locked/ unlocked as per design intended. The complained malfunction of "can't locking" could not be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also the blade was locked as required after the impactor was removed. Summary: the complaint is rated as unconfirmed for this pfna blade because the complained article is fully functional. However after investigation to the marks and dent visible is rated as confirmed for this pfna blade in question. The review of the device history record revealed that this implant was manufactured in march 2020. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "drawing/specification review: / dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part:04.027.052s; lot:44p3272; manufacturing site: bettlach; release to warehouse date: march 5, 2020; expiry date: feb 1, 2030. A manufacturing record evaluation was performed for the finished device part: 04.027.052s, lot: 44p3272, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.